Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported it was not known if they were returned to manufacturer. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #:(B)(4), ubd: 08-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded hydromorphone (unknown dose and concentration) and compounded bupivacaine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019 the patient reported chest pain with left upper extremity numbness. A catheter access port (cap) study was performed in which fluid was unable to be aspirated, confirming a catheter kink. The cap study also revealed the catheter migrated from t7 to t10. The pump was reprogrammed on (B)(6) 2019. Surgical intervention occurred where they replaced the connecting pin and anchor on (B)(6) 2019. During a catheter revision for the catheter kink, surgical intervention revealed the catheter tip was at t11. No intervention performed for the catheter migration. The outcome of the event (catheter kink) resolved without sequelae on (B)(6) 2019. The outcome of the event (catheter dislodgement) was unresolved with no further action planned. The device diagnosis was catheter kink and catheter dislodgement and the clinical diagnosis was pain in the chest/chest pain with upper extremity numbness. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported/anticipated.